Event description:
Related manufacturer reference number: 2017865-2024-22339, related manufacturer reference number: 2017865-2024-22340, related manufacturer reference number: 2017865-2024-22341. It was reported that the patient presented clinic due to pocket infection and erosion. It was observed that there's a hole in the skin area near the implanted device exposing the device and leads. The implantable cardioverter-defibrillator, atrial lead, left ventricular lead and right ventricular lead were explanted due to infection and erosion. The patient was in stable condition throughout the procedure.